Event description:
It was reported that during a follow up appointment the physician found that the patient's right ventricular (rv) lead had pacing thresholds in the normal range when lying down and increased thresholds when sitting or walking. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).